Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, healthcare provider (hcp), and manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 700.2 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was traveling and needed to get a list of facilities in the area who could adjust the medication in the pump. The patient stated they increased the medication prior to the traveling and her system was not able to handle the change. The patient reported the issue of being sick. This was considered a gradual change in therapy/symptoms. The patient stated that before she left to travel she had her pump filled and they increased the dose on (B)(6) 2017. The patient stated her dose was 634.4 and they increased it to 700. The patient was nauseous, vomiting, and could not keep anything in her stomach. It was reported that it was gradually getting worse. The patient stated the hcp was aware and called in medication for the nausea and vomiting, but it was not working. The patient stated she and the hcp wanted to have the medication in the pump reduced. The patient was seen on (B)(6) 2017 for a refill. The patient then traveled and arrived on (B)(6) 2017. The patient was feeling as though she was getting too much medication and would like the dose lowered. The dose was increased on (B)(6) 2017 from 634 to 700 mcg/day. The patient was fatigued and nauseated and would like to have the pump dose decreased. The patient was not too loose. The patient was given zofran and that helped for a while, but the patient was nauseous again on (B)(6) 2017 and would like the dose decreased. The patient was seen by a hcp and their thought was that the dose needed to be decreased. The patient was staying hydrated. The patient was to return to from traveling on (B)(6) 2017. It was stated that they may have even had nausea around (B)(6) 2017, but the dates when the nausea started was not clear. The representative stated that the hcp that the patient was in conversation was familiar with intrathecal baclofen (itb) pumps. The clinic would be assisting with the dose adjustments, so the representative did not have to travel to see the patient. The hcp would help to resolve these symptoms for the patient. The patient would return home on (B)(6) 2017. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. There were no further complications reported.